Manufacturer narrative:
The returned product was investigated. Dried blood was seen on the suture hub, sterile sleeve, and inflow and outflow cages. No other abnormalities were seen. Access site adverse event (major bleed, hematoma): clinical details mention that a large hematoma was seen at the insertion site after the patient bent their knee. Femstop was used to manage the complication, and 1 unit prbc was given to counter the drop in hemoglobin. The root cause of the access site adverse event was most likely use related owing to patient movement as the patient bent their knee after being agitated in the ICU based on the provided clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient presented with occluded proximal right coronary artery. Drug-eluting stent was placed. During post-dil inflations blood pressure declined and impella cp was placed. It was noted that there was access complication of bleeding and a hematoma at insertin site following knee bending. One unit of packed red blood cell were given in addition to placing femstop. The patient continued on support for a total of 81.17 hours and was successfully weaned and explanted.

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further detail regarding resolution, intervention, and patient outcome. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that manual pressure was held and blood was given. The device is not available. Patient did well after managing hematoma.